Event description:
The following event was reported to carefusion technical support by one of our field service representatives: according to the field service representative, one of the customer's units was "not delivering set values." This event occurred during setup, there was no pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit, and determined that the root cause of this event was a bad flow sensor. The sensor was replaced that performance tests were ran, in order to verify performance. The unit was performing according to MFR specifications.